Manufacturer narrative:
Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions - the gore tag thoracic endoprosthesis, instructions for use (IFU) specifies: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection).

Event description:
The (B)(6) 2009, the patient underwent endovascular repair to treat a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. A gore introducer sheath with silicone pinch valve was used to advance the device for deployment. Final computed tomography (CT) determined a minor dissection at the level of the terminal aorta, extending down to the level of the common iliac artery. The physician chose to conclude the procedure. The patient tolerated the procedure. On (B)(6) 2009, a follow up exam, confirmed the dissection had resolved. The patient had a one year follow up and was reported to be in good condition. The physician believes the dissection occurred during the procedure, however, the cause is unknown. It was reported that physician felt strong resistance when advancing the 22fr sheath from the patient's right common femoral artery and advanced the device outside the sheath. It is no known whether this may have contributed to the dissection.